Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch #: 368c24. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 reload loaded on the device. In addition, a half of the buttressing on anvil was observed. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 368c24, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, the jaws did not open after the firing. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.